Event description:
Solicited. Per patient, she had 2 defective cassettes. Both were lot number 4040251. Patient took premixed cassettes out of the refrigerator and noticed right away that they were leaking. Cassettes were leaking at the top. These cassettes were never used for infusion. Patient had extra cassettes on hand that she used. Prescriber has not been notified. Did the reported product fault occur while in use with patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Are the actual devices available for investigation? Yes. Did we [MFR] replace the devices? No, patient already had extra cassettes on hand. Did the patient have a backup they were able to switch to? Yes. Was patient able to successfully continue infusion? Yes. Is the infusion life-sustaining? Yes. Outcome resolved. Reported to (B)(6) by: patient/caregiver.